Event description:
The pt experienced a loss of therapeutic effect following surgery to remove a lesion on their right side. It was noted that she felt her stimulation and it was in the same location as prior to the surgery. The pt was re-directed to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).